Event description:
The pt's lawyer alleges that (B)(6) was tested and found to be (B)(6) for (B)(6) based on the use of a cellestis (B)(6) test. The assumption is the test was performed on a lot of (B)(6) tubes which was recalled by the firm ((B)(4)). As a consequence of the diagnosis of (B)(6) for (B)(6) the pt was prescribed therapy of (B)(6) and this allegedly caused "fatigue, chronic headaches, cognitive difficulties, general myalgias and to some degree, swelling and numbness in her hands." These complications allegedly resulted in the pt losing employment, and encountering marital and family difficulties. The reported date of the incident is approximately (B)(6) 2012.

Manufacturer narrative:
The company has evaluated this event and has determined that it is not an MDR reportable event per 21 cfr section 803.50 (a). However, the company has decided to submit this MDR for information purposes in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR with additional information, as necessary. Based on the information provided it is not clear that the pt was tested for tb infection using material from cellestis which was recalled by the firm ((B)(4)), nor is it evident that the positive result was false. If the recalled lot of (B)(6) tubes was indeed used, and a (B)(6) result was the output, the product instructions for use advise the physician to repeat the test for confirmation, and in general the results of the screening test are to be taken into consideration with the pt's epidemiological history, current medical status and results of other diagnostic evaluations. The alleged problems are reported to be the outcomes of complications related to the (B)(6) therapy.

Manufacturer narrative:
This update is to provide the date.

Event description:
The patient's lawyer alleges that bk was tested and found to be positive for (B)(6) based on the use of a cellestis quantiferon (B)(6) gold test. The assumption is the test was performed on a lot of (B)(6) tubes which was recalled by the firm (reference (B)(4)). As a consequence of the diagnosis of positive for (B)(6) the patient was prescribed therapy of isoniazid and this allegedly caused "fatigue, chronic headaches, cognitive difficulties, general myalgias and to some degree, swelling and numbness in her hands." These complications allegedly resulted in the patient losing employment, and encountering marital and family difficulties. The reported date of the incident is approximately (B)(6) 2012.